Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). Upon evaluation burning and melting at the rivet level was observed. Which indicates hight temperatures due to overvoltage. According to the additional information received an erbe vio 300d device in soft coag mode was used. The mode offers different effects, several effects are above the specified max. 150 vp. It was not reported which effect was used. The root cause most likely is overvoltage which caused hight temperatures and melting at the rivet level. The damage of the product is not caused by a production problem or material defect.

Event description:
It was reported that there was event with a "handle". According to the information received, the robi burned. Further information is not available.